Manufacturer narrative:
(B)(4).

Event description:
The device reported sudden eri on merlin@home. Interrogation confirmed eri status and the device was explanted and replaced due to premature battery depletion without any patient consequences.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-16226, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).